Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One (1) gold-tite® square uniscrew was returned for investigatio. Visual evaluation of the as returned product identified the screw to have fractured at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth 46 (fdi) and was used for approximately 7 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture screw'. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: lot numner and expiration date g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h4: device manufacture date h10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
It was reported screw fracture screw was placed in 2014.